Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the air inlet path assembly was replaced to prevent foam degradation failure. The stirring fan foam was replaced due to preventative maintenance. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam. Additional information was received that the patient is alleging a cough and shadows can be seen on his chest scan. However, he has not mentioned that his health condition is resulted from the device condition. A correction to the 510 k number was also provided in section g4.